Event description:
New disposable mogen clamps. This case had a defective mogen that would not close and the second one that was used the infant had mild bleeding at the circ site needing silver nitrate to stop the bleeding.